Manufacturer narrative:
Concomitant products: alaris pc carefusion pump, carefusion smartsite infusion set. (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a there was no flow through a clearlink secondary medication set. The secondary medication set was connected to the primary line for infusion of vancomycin, which did not infuse. The device was being used with a non-baxter pump and a non-baxter primary set. There was no patient injury or medical intervention associated with this event. No additional information is available.